Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade ii stem was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the patient had a right tha via a daa surgical approach. The patient complained of pain. An x-ray was taken which revealed a periprosthetic fracture. The patient was admitted to the hospital for surgery. The femoral head was removed via bone tamp. The accolade ii stem removed via vice grip slap hammer. The femoral fracture was repaired using dall miles cables and a restoration modular stem was implanted.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient had a right tha via a daa surgical approach. The patient complained of pain. An x-ray was taken which revealed a periprosthetic fracture. The patient was admitted to the hospital for surgery. The femoral head was removed via bone tamp. The accolade ii stem removed via vice grip slap hammer. The femural fracture was repaired using dall miles cables and a restoration modular stem was implanted.